Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensor, inspected 1 insertion needle for burrs, hooks and dull needle tip defects and none were found. The sensor needle passed per specifications; however the remaining sensor was missing the insertion needle.

Event description:
It was reported that the customer had a sensor that did not insert in his/her body. When he/she inserted the sensor and pulled it out the needle was missing. The customer had the same issue with three sensors from the same box. His/her blood glucose level was 7.8 mmol/l. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.